Manufacturer narrative:
Upon reassessment, it has been determined that the reported event is a continual event for the reported issue in (B)(4) which was reported under 0001825034-2019-03889. No further supplemental or final reports would be submitted under this complaint.

Event description:
Upon reassessment, it has been determined that the reported event is a continual event for the reported issue in (B)(4) which was reported under 0001825034-2019-03889. No further supplemental or final reports would be submitted under this complaint.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 010000734 lot number: 6238040 brand name: g7 neutral liner, catalog number: 010000666 lot number: 6183715 brand name: g7 acetabular cup, catalog number: 163668 lot number: j6207198 brand name: cocr modular head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient experienced trochanteric bursitis post implantation and was diagnosed with medication without further intervention. Attempts have been made and additional information on the reported event is unavailable.